Manufacturer narrative:
(B)(4). Date sent: 10/26/2020. Additional information received: 09/18/2020 : urgent intervention. Generalized peritonitis following perforation of the meckel's diverticulum in a young patient the diverticulum was realized with the stapler ntlc 75 and reload sr75. The hemostasis was check and followed with a large peritoneal toilet with lukewarm physiological saline before closing plane to plane then stapling. Postoperative : massive hemoperitoneum with deglobulization which required transfusions and surgical revision on (B)(6) 2020. After the second procedure: supple abdomen, normal transit and gradually rising hemoglobin level the patient left the hospital on (B)(6) 2020 with follow-up in consultation consequences : hospitalization delay extended; surgical revision at day 4 and transfusion. The lot number of the device ntlc75 is unknown. Lot number of the device sr75 is r4058w or m4j919.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2020.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. (B)(4). The 2 lot number used during the surgery are : sr75 lot n°r4058w expiry date 2023-01-31. Sr75 lot n°m4j919 expiry date 2020-10-31. Additional information was requested, and the following was received: the second surgery occurred 24 h after the first surgery the first procedure occurred during a stockout of the device ntlc75, tlc75 was suggested instead of the ntc75, but during the first procedure the ntlc was used the same surgeon did the 2 procedures. The department head advised the surgeon " always secure the staples line with a wire ". What were the indications for surgery? Na. What surgical procedure was performed? Ileum procedure. What clinical symptoms did the patient present with that lead to the re-operation? The hemoglobin level was less than 6. What was observed upon the reoperation? Clots around the staples line. Does the surgeon believe that there was an alleged deficiency of the tlc75 device that contributed to the re-operation? Usually, the surgeon secured the line with a suture in the ileum. The surgeon didn't do that in this case because there was a risk of stenosis. What color reloads were used and what was the sequence of the firings? Ntlc75 + sr75 color selector on the blue. What anatomical structures was the device fired on? Ileum. Were other stapling or suturing devices used when creating the anastomosis? No. How was the common opening closed? With the same stapler (stapler linear cutting : stapling then cut in a single step). Were there any issues experienced with the device in the initial surgical procedure? No, the procedure occurred normally that¿s why the device was discarded. The surgeon is a usual user of ntlc. Was the device difficult to assemble/close? No. Was the device difficult to fire; was the force to fire higher than expected? No. How was the integrity of the anastomosis checked intraoperatively? Visually. What is the current patient status? After 3 days after the second procedure, the patient was fine. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, the procedure occurred normally. The user notified no problems during the surgery. Several hours after the surgery, the patient had abnormal and worrying signs. The patient was reoperated.